Manufacturer narrative:
Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient already talked to doctor. They are having an issue with the implant. Patient is feeling like they are getting poked in the vaginal area. Like little jolts every once and a while and constant poking with a needle feeling. The patient keeps having to turn the stimulation up because they are having constant urges and can't get to the bathroom. The patient is not losing complete control but losing control. They are wearing panty liners again. Patient has an appointment on february 3rd with doctor. They told the patient to call into the manufacturer and inform what is going on. Patient was on program 2 at 6.5 volts and the doctor told them to turn it down to 3.5 volts even if they are having incontinence issues. They still feels the poking at 3.5 volts. The patient doesn't know if a wire came loose. Agent did not ask about the circumstances that led to the reported issue. Caller said if they turns a certain way they gets sever pain on left side but implant is on right. Feels like they're being stabbed or impaled. Asked if the patient had any falls or accidents around the time they started having issues. The patient had a car accident in october where a guy backed into them and tore their rotator cuff. Checked their current setting and they were on program 2 at 3.5 volts. We tried turning down to 2.6 volts and the patient doesn't have constant poking, but will have more urgency. The poking has been going on for at least a month, it has been longer then the urgency has been a problem. Switched to program 3 at 3.6 volts. When the patient leans forward to the left, the patient feels in left side of vaginal area. It is like it pokes them. When the patient leans back, they are getting the poking sensation. 3.3 volts feels like a needle. At 3.2 volts, if the patient leans down, they get more stabbing sensation. Still has sensation but like dull paring knife at 3.0 volts. 2.8 volts is not bad, just barely feel the pain. Not too bad when leaning forward. Still feels little poking sensation. Switched to program 4, and felt stim in back area. Switched to program 1 at 4.1 volts and feels the stim in the left side of private area. 4.2 volts, they feel the poking. If the patient puts left arm on left leg, they gets poking on the left side. If leans all the way back, they feel a stabbing sensation. Switched to program 5 at 4.4 volts and patient feels poking. If leans back, feels like something is being put inside them. If leans forward, it is ok. If leans to left, they get poking sensation and lean back it is real intense like putting something inside of them. Switched to program 6 at 4.8 volts and feels poking. At 4.7 volts, the patient feels poking but not as intense when leaning forward. When lean to left, they do have poking but not intense. When lean back it is more intense. Leaning forward like sitting on something. Switched to program 7 and feels stim on butt cheek on left at 3.9 voltspoking sensation. Patient has the pain. At 3.8 volts she has stim in the butt cheek on left side. 3.7 feels nothing. 3.9 volts feels like inserting something in them. Feels like something constantly in there jabbing them. We decided to go back to program 3 where the patient was at least getting the stim in the bicycle seat region and lowered stim to where the poking was tolerable at 2.8 volts. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.